Manufacturer narrative:
(B)(4): the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the down arrow keypad button was sticking and required several button presses in order to elicit a response. She stated that the issue has been occurring for a month and was getting worse. The keypad was reportedly intact but the paint was worn off the keypad buttons. The patient reportedly wore the pump attached to a belt and did not clean the belt. This complaint is being reported due to the down arrow button sticking and intermittently responding.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.